Event description:
Per the clinic, the patient reported pain, resulting in the decision to explant the device. The device was explanted on (B)(6), 2011. It was discovered that the ball electrode was situated beneath the implant. The patient was reimplanted with another manufacturer's device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).